Event description:
It was reported that during a follow up in clinic, the device was found to be in backup vvi (bvvi) mode. The physician suspected the device entered bvvi mode due to the patient's proximity to a transformer. Abbott technical support was contacted and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.